Event description:
It was reported the patient was scared when their stimulation turned off in the middle of the night. It was noted that this happened before christmas 2012. The reporter stated she was had to be adjusted so much that their healthcare professional (hcp) decided to stop stimulation and ¿slowly build up the patient.¿ it was noted the patient¿s hcp told her what they were going to do with stimulation. It was further noted the patient¿s hcp did not realize the patient¿s tremor was ¿that bad.¿ the reporter stated they do not want to go through that again because it was very scary and this is why the patient was taking this so seriously. The reporter further stated they would not be able to feed themselves or talk and was shaking everywhere. It was noted the patient did not want that to happen and it scares her. It was further noted that anytime ¿something like this¿ happened they want it stopped and do not want to go back to that, which is why the patient gets so nervous. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2013-14985

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v311441, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 300710001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v311441, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).